Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the pump was returned with the contrast button operating intermittently and all other keypad buttons responding appropriately. Unrelated to the original complaint, the keypad was peeling off. The keypad was removed and contamination was found under all the keypad button contacts. Also unrelated to the original complaint, the audio bolus button was torn but operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.